Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhage is related to activ.a.c.¿ therapy. The bleeding was noted by the home health nurse as well as the emergency room physician and no medical or surgical intervention was performed. The physician subsequently observed the patient, chemically cauterized the patient, and ordered activ.a.c.¿ therapy to be re-applied the same day. The patient was also on anticoagulant therapy, and thus, was prone to bleeding. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: on (B)(6) 2018, the patient allegedly replaced three canisters full of bright red drainage. The patient was evaluated in the emergency room and was placed on an alternate dressing as the patient reportedly had a scheduled follow up appointment with his physician on (B)(6) 2018. On (B)(6) 2018, the patient reported to the home health agency that the dressing applied by the emergency room visit was saturated with blood. The patient was advised to contact his physician with whom he had a scheduled appointment that day. The patient saw his physician and was sent home with orders to continue activ.a.c.¿ therapy. On (B)(6) 2018, the following information was reported to kci by the nurse: the nurse noted "some" bleeding on the home health visit on (B)(6) 2018 and reapplied activ.a.c.¿ therapy system. The patient went to the emergency room and they placed an alternate dressing. No medical or surgical intervention was performed. On (B)(6) 2018, the patient notified the home health agency that the alternate dressing was soaked with bloody drainage. The patient was advised to contact his physician with whom he had a scheduled appointment that day. The physician observed the wound and applied silver nitrate to cease the bleeding, and the physician ordered activ.a.c.¿ therapy to be re-applied. No blood transfusion was required. On (B)(6) 2018, the nurse went to re-apply activ.a.c.¿ therapy, but the patient refused due to family situation. The nurse is scheduled to re-apply activ.a.c.¿ therapy today, (B)(6) 2018. The patient is reportedly stable with no subsequent issues. On 03-oct-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 30-oct-2018, after the complaint, a service work order was created for exchange of the unit; however, the patient declined exchange of the device. The unit remains with the patient to date and is not available for evaluation in kci quality engineering.

Manufacturer narrative:
MDR-3009897021-2018-00104 sent on 21-nov-2018, stated: on 03-oct-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. Correction: on 04-oct-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to activ.a.c.¿ therapy.

Event description:
On 04-oct-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 06-feb-2019, the device was tested per quality control procedure by kci quality engineering post patient placement, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.